Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Reportedly, customer fell and cut their arm. Bg was addressed via consumption of carbohydrates. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.